Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported a 250 ml bag of dextrose 10 water was hung for a patient in the neonatal intensive care unit (nicu). The ordered and programmed rate was 2.1 ml/h. When the clinician checked the bag again approximately five hours later the bag was empty though the infusion documentation recorded that approximately 10.7 ml had been infused. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Omit : e2401 - insufficient information, f24 - insufficient information. Correction : describe event or problem. Additional information: device available for eval?, returned to manufacturer on, imdrf annex e, f, b, c, d codes and manufacture narrative. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported a 250 ml bag of dextrose 10 water was hung for a patient in the neonatal intensive care unit (nicu). The ordered and programmed rate was 2.1 ml/h. When the clinician checked the bag again approximately five hours later the bag was empty though the infusion documentation recorded that approximately 10.7 ml had been infused. There was patient involvement but no harm. Although requested, further information was not provided. Additional information was received by manufacturer representative while on site: clinician hung a new bag at 11:46. The tubing was not changed. It was initially programmed manually and then changed to interoperability. The dextrose 10% was programmed at a rate of 2.1 mls/hour. Initially the volume to be infused (vtbi) was set at 250ml. After accepting the programing the vtbi was changed to 50ml as per customer protocol. At 16:56 there was an air in line alarm. There was some manipulation, with door open and closed, (no safety clamp open alarm noted) and a flow block alarmed at 17:08. At that point the infusion was disconnected from the baby. Clinician reported there was no fluid noted in the bedding or the floor. No leaks noted in the tubing. Customer biomedical engineering was unable to replicate the error, and the device passed preventative maintenance. The rate accuracy was within range during testing according to biomed. There was no reported harm to the patient. No respiratory distress and a blood sugar was not checked. The only symptoms noted was increased urine out put and initially decreased appetite with po feeds. That resolved quickly. It was reported the pcu had a 3rd party battery installed, and the pump module had a 3rd party door latch assembly, and a 3rd party keypad installed. When flipping the door handle open quickly observed a brief flow of fluid when the clamp when the safety clamp was supposed to be engaged.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of dextrose 10% was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during physical inspection and laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Occluder spring functional tests observed no issues, and all tests passed, indicating the occluders and springs were functioning as intended. The customer provided an event date and time of 23 july 2024 at 5:00 pm. The pcu event logs analysis identified that on (B)(6) 2024 at 11:45:27 am, a remote intravenous (IV) infusion message was received, for drug ID: (B)(6) (dextrose 10%), rate of (B)(4) ml/hr and a volume to be infused (vtbi) of 250 ml. The primary volume infused (pvi) was recorded at 85.09 ml, which was an accumulated total from prior performed infusion. Between 11:45:53 pm and 11:46:06 am the pump module alarmed ¿safety clamp open¿ for a duration of 2 seconds. The door was opened and closed, and the option to recalculate the rate was rejected, the infusion was started with a rate of (B)(4) ml /hr with a new vtbi of 250 ml, then the vtbi was updated to 50 ml. Between 4:56:22 pm and 5:08:37 pm the pump module alarmed two (2) times, and the door was opened and closed. At 5:08:46 pm the pump module was channeled off and pvi was recorded as 95.799 ml. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The pcu event log could not determine why the infusion dextrose 10% that was programmed to infuse for approximately 24 hours was terminated early after only infusing for approximately 5 hours. External and internal inspection of the suspect pump module found incidental findings with no relation to the reported complaint including the use of a third party manufactured rear case. The third-party parts notice (dated 07feb2022) states that only original bd pump module parts and components are to be used in any maintenance, repair, or use with bd devices. Bd has not tested nor validated the performance and functionality of its medical devices when used with replacement parts manufactured/refurbished and sold by third parties and strongly recommends not using any third-party components for the maintenance, service, and repair of bd devices except as explicitly stated otherwise in the directions for use. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Concomitant repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. No further investigation of this device is necessary. Dchu will not cover any incidental repair costs associated with this device. Root cause: the root cause of the reported over infusion was not identified. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a040502, c0601, d01 and g02017 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported a 250 ml bag of dextrose 10 water was hung for a patient in the neonatal intensive care unit (nicu). The ordered and programmed rate was 2.1 ml/h. When the clinician checked the bag again approximately five hours later the bag was empty though the infusion documentation recorded that approximately 10.7 ml had been infused. There was patient involvement but no harm. Although requested, further information was not provided. Additional information was received by manufacturer representative while on site: clinician hung a new bag at 11:46. The tubing was not changed. It was initially programmed manually and then changed to interoperability. The dextrose 10% was programmed at a rate of 2.1 mls/hour. Initially the volume to be infused (vtbi) was set at 250ml. After accepting the programing the vtbi was changed to 50ml as per customer protocol. At 16:56 there was an air in line alarm. There was some manipulation, with door open and closed, (no safety clamp open alarm noted) and a flow block alarmed at 17:08. At that point the infusion was disconnected from the baby. Clinician reported there was no fluid noted in the bedding or the floor. No leaks noted in the tubing. Customer biomedical engineering was unable to replicate the error, and the device passed preventative maintenance. The rate accuracy was within range during testing according to biomed. There was no reported harm to the patient. No respiratory distress and a blood sugar was not checked. The only symptoms noted was increased urine out put and initially decreased appetite with po feeds. That resolved quickly. It was reported the pcu had a 3rd party battery installed, and the pump module had a 3rd party door latch assembly, and a 3rd party keypad installed. When flipping the door handle open quickly observed a brief flow of fluid when the clamp when the safety clamp was supposed to be engaged.